Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the control unit was shaved, the scope cover was shaved, the nozzle had foreign objects, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was cracked, the adhesive on the bending section rubber was clouded white, water removal was reduced due to clogging of the nozzle, switch 4 was worn, the adhesive around the objective lens was cloudy white, the adhesive around the light guide lens was cloudy white, the distal end cover was dented, the connecting tube was scratched, and the connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had the operation part grip missing. The issue was found after reprocessing. Inspection and testing of the returned device found foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correction the initial with information inadvertently left out. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; and flushed the air/water nozzle with the detergent solution. The customer did not wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. No additional concerns about the reprocessing were noted by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter. It is likely that the foreign matter remained because the reprocessing deviated from the instruction manual. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. "[Inspection of the endoscope] 9.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.